Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer reporting a stalled blower on the v60 ventilator. It is not known if the device was in clinical use. There was no report of harm. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A philips product support engineer (pse) evaluated the device and confirmed fault as the blower was not operational and did not provide inhalation pressure. The pse tested the unit by exchanging the blower assembly and the device operated as expected. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.